Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that when insulin pump was removed from case, the reservoir fell out. Customer reported that blood glucose was 25.9 mmol/l. Customer treated with insulin pump and blood glucose lowered to 21.9 mmol/l. Customer reported to have not received a no delivery alarm. Customer declined troubleshooting and requested a new case.